Manufacturer narrative:
Block d2b: product code - additional product code qon. Block c2/d10: model# 1201, sn# (B)(6), model: tined lead, UDI# (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that the patient stated they have a red light showing on their remote control. The representative evaluated their system, and the patient's device is showing open impedances. The representative was able to re-program the patient's device. The patient called back after the appointment with their remote and was not able to perform the MRI check without red light showing on remote. The patient had surgery to revise the tined lead and neurostimulator. There are no other issues or concerns reported at this time.